Manufacturer narrative:
(B)(4).  Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008, patient presented with following pre-operative diagnosis: intractable back and right leg secondary to herniated disk, l4-l5 with instability, questionable pars defect, l5-s1. Procedures: de-compressive laminectomy l4-l5 on the right with complete disc excision l4-l5, inter body graft l4-l5 using peek 11x11 graft with bmp, auto graft. Posterolateral fusion bilaterally l4-l5, l5-s1 with auto grafts. Bone graft, bmp, segmental pedicle screw fixation bilaterally l4-s1 with 6.5x40 mm screw with 2 peek rods with fluoroscopic guidance. Installation of preservative free duramorph intrathecal for post op pain control. Per op notes: ¿¿ auto graft was packed in to the interspace at l4-5 with dbm. After this was accomplished, surgeon then inserted the peek graft filled with rhbmp-2/acs and auto graft which was 11 high x 9 wide in to the interspace, countersunk it 5 mm. There was good purchase in to the end plates. The rest of autograft, rhbmp-2/acs, bone graft was placed in the posterolateral gutters on the right side for posterolateral fusion of the transverse processes, facet and interlaminar spaces were fused with rhbmp-2/acs, auto graft and bone graft¿¿ no known patient complications. On (B)(6) 2008, patient presented for office visit. Impressions: status post lumbar fusion l4 to s1 with improvement of radicular symptoms. Continued back pain which is not unusual. The patient is very early in the healing process. Narcotic dependency which is stable. Urinary urgency due to prolapsed bladder. On (B)(6) 2008, patient presented for office visit. Impressions: status post posterior lumbar fusion l4 to s1 with resolving the mechanical back pain. Intermittent leg pain, most likely secondary to peridural fibrosis. Narcotic-dependency which the patient is beginning to wean off of her medication. On (B)(6) 2008, patient presented for office visit. Impressions: status post posterior lumbar fusion l4 to s1 with resolving the mechanical back pain. Difficulty in the morning with muscle spasms which is not unusual. On (B)(6) 2008, patient presented for office visit. Impressions: status post posterior lumbar fusion l4 to s1 with resolving mechanical back pain. Mild backache, most likely to continued deconditioning. On (B)(6) 2008, patient presented for office visit. Impressions: status post lumbar fusion l4 to s1 with exacerbation following traumatic assault which most likely is muscle in etiology. On (B)(6) 2008, patient presented for office visit. Impressions: status post lumbar fusion l4 to s1 with continued back pain with narcotic ¿ dependency, however the patient is willing to try and wean off her narcotics. Work related contributing factor to back problems i.e. Working 12 hour shift with pushing, pulling and lifting. On (B)(6) 2008, patient underwent following examination: CT lumbar spine with multi planar reformatted imaging. Impressions: status post decompressive surgery in the lower spine with fusion present at l4-l5 and l5-s1. There is lucency surrounding the screws at the s1 level. This can be seen in loosening of the screws. One of the screws on left also extends to the inferior margin of the disk space where there is a small defect in the end plate. Do not see any canal or significant foraminal narrowing. Bilateral renal stones. On (B)(6) 2014, patient presented with following pre operative diagnosis: failed lumbar fusion. Procedure: l4, l5, s1 removal of peek rods and 6 screws at l4, l5, and s1. Per op notes: ¿¿ 6 locking screws were removed and 2 peek rods. The screws were clearly loose at l4-l5 bilaterally and s1 bilaterally with toggling in their screw hole. Six screws were then removed¿¿ patient also presented with following pre operative diagnosis: pseudoarthrosis and hardware malfunction. Procedures: exploration of fusion at l4, l5 and s1. Re-do instrumented fusion of l4, l5, and s1. Re-do arthrodesis of l4, l5 and s1. Re-do allograft fusion of l4, l5 and s1. Use of intraoperative monitoring. Per op notes: ¿¿ there was a pseudoarthrosis at l5-s1. There was lucency and loosening of the screws at s1 bilaterally and at l5 on the right. This was indicative of a pseudoarthrosis. Therefore it was decided to re-fuse. 6.5 mm screws were removed. 7.5x40 screws were placed at l4 and l5, and 8.5x45 screws at s1¿¿ no known patient complications were reported.

Event description:
It was reported that on: (B)(6) 2009: patient underwent MRI of lumbar spine with and without contrast. Impression: postoperative changes at l4-5 and l5-s1. No residual nuclear herniation appreciated. No spinal stenosis or compromise of the neural foramina. On (B)(6) 2009: patient underwent bilateral digital screening mammogram. Impression: negative, no evidence of malignancy. On (B)(6) 2010 patient presented for office visit with complaint of back pain and headache. On (B)(6) 2011: patient presented to office to follow up for repeat evaluation of urinary incontinence and uterovaginal prolapse. Patient's complaints include pain, dyspareunia, voiding dysfunction. On (B)(6) 2011: patient presented for office visit for urodynamics. On (B)(6) 2011: patient presented for office visit with uterovaginal prolapse and stress incontinence. Patient was fitted with pessary fitting for apical prolapse. On (B)(6) 2011: patient presented for office visit for evaluation of headaches. On (B)(6) 2012 patient presented for office visit. On (B)(6) 2012: patient presented for office visit with chief complaint of chronic lbp. On (B)(6) 2013, (B)(6) 2014: patient underwent bilateral digital screening mammogram with cad due to family history of breast cancer. Impression: stable mammographic appearance without evidence of malignancy. On (B)(6) 2013: patient presented for office visit with hand injury (left finger pain, left hand pain). Patient reports tingling in left hand. Patient underwent radiographic test of left finger. Impression: degenerative changes second dip joint with an equivocal impaction and /or articular fracture at the base of the distal phalanx. In addition there is surrounding soft tissue swelling. On (B)(6) 2013: patient presented with complaint of vomiting, diarrhea, migraine. On (B)(6) 2013: patient presented with soft tissue injury to left foot. On (B)(6) 2014, (B)(6) 2015: patient presented for med check and to talk about adipex. Assessment: low back pain; weight gain. On (B)(6) 2014: patient underwent x-ray of lumbar spine. Impression: l4 through s1 lumbar fusion with minimal lucency surrounding the pedicle screws at s1, which can be indicative of hardware loosening. On (B)(6) 2014: patient presented for follow up on left finger pain. Assessment: degenerative arthritis of finger (B)(6) 2014: patient presented with complaint of low back pain. On (B)(6) 2014: patient underwent x-ray of lumbar spine. Impression: postoperative changes of posterior fusion at l4 through s1, stable. Moderate degenerative change at l4-l5 and mild at l5-s1, stable. No evidence of instability. Previously described periprosthetic lucency involving the pedicle screws at s1 is faintly visualized. Patient also underwent CT of lumbar spine without contrast. Impression: since (B)(6) 2008, interval l4-l5 laminectomies and l4-s1 bilateral posterior pedicle screw fusion. There were lucent rims surrounding the bilateral s1 pedicle screws, suggestive of hardware loosening. T11-t12: a broad-based disc-osteophyte mild to moderate right and mild left foraminal stenosis. Mild degenerative changes at the l3-l4 through l5-s1 levels, resulting in l5-s1 mild left foraminal narrowing, l4-l5 minimal right foraminal narrowing and l3-l4 minimal bilateral foraminal narrowing. Patient also underwent bilateral mammogram screening. Impression: stable mammograms without evidence of malignancy in either breast. On (B)(6) 2014 patient presented for office visit. On (B)(6) 2014 patient presented for office visit. Her MRI further documents loosening of her screws at s1. Patient is in a great deal of pain. On (B)(6) 2014 patient underwent "mr lumbar spine with and without contrast." Impressions: "status post l4 through s1 posterior fixation with posterior decompression at l4-l5. There is no evidence of spinal canal stenosis or significant neural foraminal narrowing. Bilateral screw loosening at s1 with non-fusion at the l5-s1 level is better demonstrated on prior CT scan." On (B)(6) 2014: patient presented for office visit for hand pain. Diagnosis: degenerative arthritis of finger. Patient underwent x-ray of finger. Impression: interval fusion at the second dip joint with intact hardware. Diffuse soft tissue swelling. On (B)(6) 2014: patient presented for history and physical examination for scheduled removal of l4-s1 instrumentation. Patient was noted to have recent hematuria on urinalysis. Assessment: failure of hardware, chronic low back pain, migraine headaches, chronic opioid use, recent hematuria on urinalysis, elevated bmi, lee revised cardiac risk index equals 0.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.